Manufacturer narrative:
(B)(4). Peritoneal serous adenocarcinoma. Peritoneal serous adenocarcinoma occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy with lysis of adhesions to treat menometrorrhagia and uterine fibroids on (B)(6) 2007 and a morcellator was utilized. It was reported that the patient was diagnosed with peritoneal serous adenocarcinoma post-operatively. No additional information was provided.